Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge hole was too small to connect to the pump when engaging the cartridge onto the pump. The user's blood glucose level was 107 mg/dl. The user was able to load a new cartridge.